Event description:
It was reported that after being implanted in (B)(6) 2013, the child fell on the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.